Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The customer reported that no image was coming from the output port. The issue occurred preparation for use, involving an olympus video system center. There was no patient involvement.

Event description:
The customer reported that no image was coming from the output port. The issue occurred preparation for use, involving an olympus video system center. There was no patient involvement.